Manufacturer narrative:
After further clinical review, this event was reassessed and determined to be not MDR reportable. Although, this event is not MDR reportable, an initial MDR has already been submitted; therefore, this supplemental report is being submitted to document the change in reportability and any new or additional complaint details. Remove: MDR classification: outcomes attributed to adv ev: type of reportable event. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stereotactic breast calcification biopsy into normal density tissue, the marker reportedly failed to separate from the applicator. The patient reportedly complained of pain. Two hematomas were allegedly found later in the patient and verified by an ultrasound scan. Pressure was applied, but no other treatment was required. The procedure will be rescheduled for completion.